Manufacturer narrative:
A service and repair evaluation was performed. The customer reported the ball tip of the handle broke off. The repair technician reported the handle was broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented that the ball tip of the handle with quick coupling broke off. The issue was discovered in sterile processing, no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. The returned device is confirmed to have the endcap detached from the handle. The endcap is intact; however the stem of the handle which sits inside the endcap is broken. Additionally the handle is cracked at the dowel pin. The lot number of the device is unknown, as it is not visible on the device. The part number is not visibly etched by synthes; however, the part number has been scratched into the holder assembly. The holder assembly shows scratches and dents which do not impact functionality. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings were reviewed during investigation. The lot number of the device is unknown, as it is not visible on the device. The part number is not visibly etched by synthes; however, the part number has been scratched into the holder assembly. The drawing was reviewed back to revision a, which was found to specify that the part number would be etched on the device. The conclusion as to the age of the device is that the device was either produced prior to revision a of the drawing or the part number etch has worn off over time. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. It is likely that the device has become worn from years of use and sterilization cycles which eventually led to breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.